Event description:
The customer reported having high blood glucose. The customer treated her glucose level with a manual injection. Troubleshooting was performed. The customer stated that she did go to the hospital, but she was not admitted. Troubleshooting was performed. The bolus and basal were matching the daily totals. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.